Event description:
Reporter indicated that a vns handheld computer with 7.1 software performed slowly and that the computer screen would randomly freeze. The handheld computer has been returned without the flashcard, and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.